Event description:
(B)(6) 2012, 2 ptx stents were placed in right sfa. (B)(6) 2013, x-ray imaging confirmed fracture in proximal part of the stent (type 2) unknown.

Manufacturer narrative:
This complaint is MDR reportable as stent fracture was confirmed in the proximal part of the stent approx 12 months after stent. There were no zilver ptx devices of lot number c773933 in stock at the time of the complaint investigation. A document based investigation was carried out as the devices were not available for evaluation. The stents were implanted in the patient therefore are not available for evaluation. Angiogram images were not provided for this complaint. As no images were available for review, the customer complaint could not be confirmed. It may be noted that for zilver ptx, the stent is fully endothelialized after approximately 2 months and further neointimal coverage is progressing. After this time there may be a reduced likelihood for a stent fracture, however an active patient should consider moderating any vigorous exercise and avoid knee bending in long time period. Due to limited information provided for this complaint a root cause of his stent fracture cannot be determined. As per instruction for use ifu0063-5 stent strut fracture is noted as a potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. No information has been provided in relation to the patient's current condition. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.